Manufacturer narrative:
(B)(4). D10 : 42570606202 - femur cemented posterior stabilized (ps) standard nitrided right size 7 - 65123708; 42532007102 - tibia cemented 5 degree stemmed right size e - 65032921; 42522400712 - articular surface fixed bearing posterior stabilized (ps) right 12 mm height - 64832230; 110035368 - biomet bc r 1x40 us - ay06ac0106. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00700; 3007963827-2024-00055; 3007963827-2024-00056.

Event description:
It was reported a patient had an initial right total knee arthroplasty. Subsequently, seven months postoperative, the patient was experiencing moderate knee pain and given an im injection of pain medication. Throughout the study, the patient has continued to experience pain and the radiographs showed no obvious issues. An additional course of physical therapy and over the counter treatment was recommended. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: moderate to severe pain with difficulty walking associated, pain improved over time to minimal. Voltaren gel for knee recommended. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.